Event description:
It was reported to kendall that a needle had penetrated a sharps container, resulting in a dirty needlestick. The container was reported to have been "not overfilled." The needle was said to have been fairly large (on a dextrose syringe), and had penetrated at about the mid-point of the side wall; the container was about half full, had been picked up and was "being got ready" for packaging in cardboard for off site disposal.